Manufacturer narrative:
The production device history record (DHR) for this iabp unit was unable to be reviewed as we were not able to obtain DHR at the time of this report. A supplemental report will be submitted if subsequent information is provided. (B)(6).

Event description:
It was reported that during a service/test of the cs300 intra-aortic balloon pump, the customer discovered that the doppler was not working. A problem was found with the doppler probe. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during a service/test of the cs300 intra-aortic balloon pump, the customer discovered that the doppler was not working. A problem was found with the doppler probe. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer(fse) evaluated the iabp and replaced the doppler probe. The doppler is working properly. The fse then performed functional and safety checks to meet and pass factory specifications. The unit was released to the customer and cleared for clinical use.